Event description:
Caller reported their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The caller was advised by technical support to perform a series of troubleshooting steps, which were unsuccessful, leading to the decision to replace the pump. The customer will use multiple daily injections as a backup therapy to maintain insulin delivery and was informed about receiving a replacement pump with updated software. The customer acknowledged the instructions for returning the defective pump and the steps to follow with the replacement.